Event description:
An implant card was later received confirming the patient's generator was replaced due to battery depletion. After the generator was replaced, the vns diagnostics were checked, the impedance value was within normal limits of 1816 ohms, and the device was noted to be working as intended. The device is not expected to be returned to the manufacturer for analysis. Attempts for additional relevant information have been unsuccessful to date

Event description:
Clinic notes were received in regards to the patient's vns replacement referral. It was noted in the physician's order that the vns had battery failure (battery depletion) and that the patient was referred for vns replacement. It was noted in the physician's note, dated (B)(6) 2016, the patient had a follow-up with the physician and the vns was found to be at end of life. The patient's mother reported the patient has had a few more seizures and that his medications have recently been increased due to the seizures. Clinic notes dated (B)(6) 2016 stated the patient was last seen on (B)(6) 2016 and had only experienced one seizures since that time. It was noted the vns battery has exhausted and the patient would be referred for replacement. It was noted by the mother that the patient's seizures are much better controlled and the patient had no side effects of medication, no regression, doing better in school, special classes, and no toxic habits. He seizures were noted to have decrease in frequency as he is only experiencing about 1 per month. An automatic battery life calculation (blc) was last performed on (B)(6) 2016 and reviewed on (B)(6) 2016. The blc contained information through (B)(6) 2016. Based on the information provided, and the parameters/diagnostic history found in the vns therapy programming history database, the patient has approximately 1 year remaining (0.8 years minimum) until the neos = yes (near end of service) condition. Impedance values were noted to be within normal limits and no anomalies were noted. Attempts for additional relevant information have been unsuccessful to date.